Event description:
It was reported that during an open liver resection procedure, the device was successfully used. However, the site was unable to open the jaws to re-load the device. The device was not on tissue. There was no pt consequence.